Event description:
Atempted placement of 3.5 stent. Upon attempted removal of the stent, it was brought down to the sheath, but was not present on the wire or sheath. Could not be seen on cine or fluoro.